Event description:
In user facility report it was reported: the ventilator alarmed device failure (13.98.001). Pt stats dropped to 39%. Pt bagged with 100% o2. Ventilator was replaced and the pt returned to baseline.

Manufacturer narrative:
The report was filed in response to (B)(4): the device was investigated and repaired on-site, the exchanged components have been requested for investigation at MFR site. The investigation of the suspected pcb's revealed pollution on the board; the root cause of this pollution is unk. MFR final conclusion: the respirator has reacted on a faulty component as specified, has posted an alarm to alert the user about the situation.